Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown - "was given internal device form from the hospital. Leaking valve was cited." Patient status - "not applicable."

Manufacturer narrative:
Additional information received. Investigation summary: the event unit was returned for evaluation. Upon inspection of the assembled components, engineering noted there was no visible damage. Engineering disassembled the seal and noted a small hole was found on the outer diameter of the septum, which likely caused the leaking experienced by the customer. This appears to be an isolated incident at this point; however, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from sales representative via email on march 8, 2016: the nurse has advise that it was a rapid leak. Additional information received from sales representative via email on march 22, 2016: no instruments were being used at the time the leak was observed. A 10mm scope was being inserted within the trocar. The leak was observed at the "being of the procedure."